Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525.766626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone on (B)(6) 2018, closed head injury in 2017, ligament repair on (B)(6) 2011, bone spur removal in 2010, tubal ligation in 2010, prophylaxis against postoperative nausea and vomiting, ovarian cystectomy, bladder suspension, ureteral stent insertion, pyelonephritis and joint instability. Current weight 254 lbs. Concurrent conditions included obesity, urinary incontinence, anxiety, depression, hypertension, fibromyalgia, joint instability, panic attacks, seasonal allergy, arthritis, agoraphobia, hepatic disease, chronic kidney disease, thyroid disorder nos, cholelithiasis, asthma, rheumatoid arthritis, musculoskeletal pain, pain knee, allergic rhinitis, food allergy, swallowing difficult, phlegmon, back pain, neck pain, candida enteritis, chronic fatigue, goiter, fatty liver, acute renal failure, leukocytosis, adenomyosis, fibrosis, bronchospasm, lower respiratory tract infection, stress, anxiety and premenstrual dysphoric disorder. Concomitant products included alprazolam, eletriptan, estrogens conjugated (premarin), fluoxetine, ibuprofen, oxycodone, rizatriptan, solifenacin succinate (vesicare) and zaleplon. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2012: pathologic diagnosis : uterus, supracervical hysterectomy: 1. Mildly disordered proliferative endometrium. 2. Myometrium with focal adenomyosis. 3. Fallopian tube with inflammation, reactive changes and fibrosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: migraines. Most recent follow-up information incorporated above includes: on 18-sep-2019: mr received : lot number added. Concomitant conditions,products and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tube with inflammation') in an adult female patient who had essure (batch no. 755525,766626-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone on (B)(6) 2018, closed head injury in 2017, ligament repair on (B)(6) 2011, bone spur removal in 2010, tubal ligation in 2010, prophylaxis against postoperative nausea and vomiting, ovarian cystectomy, bladder suspension, ureteral stent insertion, pyelonephritis, joint instability, ovarian cyst, abdominal pain, thyroid stimulating hormone normal, salpingo-oophorectomy and pelvic adhesions. Current weight 254 lbs. Previously administered products included for an unreported indication: methotrexate. Concurrent conditions included obesity, urinary incontinence, anxiety, depression, hypertension, fibromyalgia, joint instability, panic attacks, seasonal allergy, arthritis, agoraphobia, hepatic disease, chronic kidney disease, thyroid disorder nos, cholelithiasis, asthma, rheumatoid arthritis, shoulder pain, pain knee, allergic rhinitis, food allergy, swallowing difficult, phlegmon, back pain, neck pain, candida enteritis, chronic fatigue, goiter, fatty liver, acute renal failure, leukocytosis, adenomyosis, fibrosis, bronchospasm, lower respiratory tract infection, stress, anxiety and premenstrual dysphoric disorder. Concomitant products included alprazolam, eletriptan, estrogens conjugated (premarin), fluoxetine, ibuprofen, oxycodone, rizatriptan, solifenacin succinate (vesicare) and zaleplon. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic supracervical hysterectomy. And supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2012: pathologic diagnosis : uterus, supracervical hysterectomy: 1. Mildly disordered proliferative endometrium. 2. Myometrium with focal adenomyosis. 3. Fallopian tube with inflammation, reactive changes and fibrosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: migraines. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: event fallopian tube with inflammation added and made medically significant and intervention required due to surgery. Medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tube with inflammation') in an adult female patient who had essure (batch no. 755525,766626-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone on (B)(6) 2018, closed head injury in 2017, ligament repair on 15-sep-2011, bone spur removal in 2010, tubal ligation in 2010, prophylaxis against postoperative nausea and vomiting, ovarian cystectomy, bladder suspension, ureteral stent insertion, pyelonephritis, joint instability, ovarian cyst, abdominal pain, thyroid stimulating hormone normal, salpingo-oophorectomy and pelvic adhesions. Current weight 254 lbs. Previously administered products included for an unreported indication: methotrexate. Concurrent conditions included obesity, urinary incontinence, anxiety, depression, hypertension, fibromyalgia, joint instability, panic attacks, seasonal allergy, arthritis, agoraphobia, hepatic disease, chronic kidney disease, thyroid disorder nos, cholelithiasis, asthma, rheumatoid arthritis, shoulder pain, pain knee, allergic rhinitis, food allergy, swallowing difficult, phlegmon, back pain, neck pain, candida enteritis, chronic fatigue, goiter, fatty liver, acute renal failure, leukocytosis, adenomyosis, fibrosis, bronchospasm, lower respiratory tract infection, stress, anxiety and premenstrual dysphoric disorder. Concomitant products included alprazolam, eletriptan, estrogens conjugated (premarin), fluoxetine, ibuprofen, oxycodone, rizatriptan, solifenacin succinate (vesicare) and zaleplon. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic supracervical hysterectomy. And supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2012: pathologic diagnosis : uterus, supracervical hysterectomy: mildly disordered proliferative endometrium. Myometrium with focal adenomyosis. Fallopian tube with inflammation, reactive changes and fibrosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: migraines. Lot number reported (766626) is not valid. Lot number: 755525 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525,766626-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone on (B)(6) 2018, closed head injury in 2017, ligament repair on (B)(6) 2011, bone spur removal in 2010, tubal ligation in 2010, prophylaxis against postoperative nausea and vomiting, ovarian cystectomy, bladder suspension, ureteral stent insertion, pyelonephritis and joint instability. Current weight 254 lbs. Concurrent conditions included obesity, urinary incontinence, anxiety, depression, hypertension, fibromyalgia, joint instability, panic attacks, seasonal allergy, arthritis, agoraphobia, hepatic disease, chronic kidney disease, thyroid disorder nos, cholelithiasis, asthma, rheumatoid arthritis, musculoskeletal pain, pain knee, allergic rhinitis, food allergy, swallowing difficult, phlegmon, back pain, neck pain, candida enteritis, chronic fatigue, goiter, fatty liver, acute renal failure, leukocytosis, adenomyosis, fibrosis, bronchospasm, lower respiratory tract infection, stress, anxiety and premenstrual dysphoric disorder. Concomitant products included alprazolam, eletriptan, estrogens conjugated (premarin), fluoxetine, ibuprofen, oxycodone, rizatriptan, solifenacin succinate (vesicare) and zaleplon. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on 2012: pathologic diagnosis : uterus, supracervical hysterectomy: 1. Mildly disordered proliferative endometrium. 2. Myometrium with focal adenomyosis. 3. Fallopian tube with inflammation, reactive changes and fibrosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: migraines. Most recent follow-up information incorporated above includes: on 9-oct-2019: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone on (B)(6) 2018, closed head injury in 2017, ligament repair on (B)(6) 2011, bone spur removal in 2010, tubal ligation in 2010, prophylaxis against postoperative nausea and vomiting, ovarian cystectomy, bladder suspension, ureteral stent insertion and pyelonephritis. Current weight 254 lbs. Concurrent conditions included obesity, urinary incontinence, anxiety, depression, hypertension, fibromyalgia, joint instability, panic attacks, seasonal allergy, arthritis, agoraphobia, hepatic disease, chronic kidney disease, thyroid disorder nos, cholelithiasis, asthma, rheumatoid arthritis, musculoskeletal pain, pain knee, allergic rhinitis, food allergy, swallowing difficult, phlegmon, back pain, neck pain, candida enteritis, chronic fatigue, goiter, fatty liver, acute renal failure, leukocytosis, adenomyosis and fibrosis. Concomitant products included estrogens conjugated (premarin), rizatriptan and solifenacin succinate (vesicare). On (B)(6) 2010, the patient had essure inserted.in (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2012: pathologic diagnosis : uterus, supracervical hysterectomy: mildly disordered proliferative endometrium. Myometrium with focal adenomyosis. Fallopian tube with inflammation, reactive changes and fibrosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included morbid obesity, urinary incontinence, anxiety, depression, hypertension and fibromyalgia. Concomitant products included estrogens conjugated (premarin), rizatriptan and solifenacin succinate (vesicare). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines / headaches") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, vulvovaginal pain, urinary tract disorder, dysmenorrhoea, fatigue, migraine and bladder disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received- lot number were added. New events abnormal bleeding (menorrhagia), mood swings, pelvic pain, vaginal pain, migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, bladder problem, urinary problem were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, lab data, concomitant drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.